Event description:
The user facility reported that there was an air leak while using a tr band. Reportedly, the procedure was completed successfully and there was no impact to the patient; however no additional event information was provided.

Manufacturer narrative:
The involved device has not been returned from the user facility for evaluation. Therefore, the investigation was limited to the evaluation of a retained sample from the same lot and quality records. Examination of the retained sample confirmed there were no indications of malfunction or pre-existing defect. Testing of the retained sample confirmed that performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based upon the currently available information, there is no evidence that the reported issue was related to a device defect or malfunction. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device was not returned.